Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a absence of occlusion alarm issue. These reports were received from various sources. The patient associated with this allegation was (B)(6) years of age and (B)(6) lbs. Of the reported patients, 1 was a female.